Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode with high, out of range pacing impedances. Previous impedance measurements were stable and within normal limits. No noisy signals noted or stored within device memory. Various origins were discussed as possible for this behavior but lead evaluation was recommended in order to exclude a potential lead issue. Both right atrial and right ventricular leads are from other companies. The whole system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode with high, out of range pacing impedances. Previous impedance measurements were stable and within normal limits. No noisy signals noted or stored within device memory. Various origins were discussed as possible for this behavior but lead evaluation was recommended in order to exclude a potential lead issue. Both right atrial and right ventricular leads are from other companies. The whole system remains in service at this time. According to the field representative, they will continue to monitor the device through routine follow-ups as well as remote monitoring. No adverse patient effects were reported.